Event description:
A nurse reported that during a vitrectomy surgery, sys messages displayed and locked the sys. Following a surgical delay of over 15 minutes, a second sys was used to complete the surgery. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and observed the customer reported sys messages upon startup. The company rep replaced the pressure vacuum manifold for diagnostic purposes. Preventive maintenance was performed. The sys was then tested and met product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).